Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie failed to release and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie and drawer failed. The field service engineer (fse) inspected main drawer 5.2 and found that a-row was not being detected. The row board cable on the back of the drawer was reseated. All cubies were then popped out, and each row board cable on every tray was reseated to resolve the issue. The drawer was tested in the hardware test application. The pharmacy team was guided through clearing the failures in the application. The system functioned as intended after the field service engineer repaired the device.